Event description:
During a cardiopulmonary bypass procedure, roller pump of a heart lung console stopped, and resumed working again. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.